Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the device history indicated an unexplained pump reboot on the event date. During a visual inspection of the pump, the battery compartment was observed to be intact. The battery cap secured properly to the pump, and the pump powered on appropriately. The pump was exercised for 24 hours with no power interruptions or related alarms. The battery cap contact dimensions measured within specifications. A power loss was not observed. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.